Event description:
It was reported that the patient had a possible pocket infection. The patient¿s system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 5086mri x, 2 implantable pacing leads, (B)(6) 2013. (B)(4).